Event description:
Description according to complainant: on (B)(6) 2014, the filter was deployed. It was placed right at renals. The seat was infrarenal. The hook was suprarenal. There was minimal tilt at deployment. On (B)(6) 2014, the patient had an ankle surgery. On (B)(6) 2014, it was determined at the ER that the patient had a pulmonary embolism. On (B)(6) 2014, a chest CT scan revealed that the filter had tilted to the right and that 1 secondary leg was above the renal vein. Patient outcome: the patient will require an additional filter removal procedure due to this occurrence. According to the initial reporter, the patient did experience the adverse effect of a pulmonary embolism due to this occurrence.

Manufacturer narrative:
Catalog #: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.